Manufacturer narrative:
Concomitant product: product ID: 1226t, lead, implanted: (B)(6) 1994.

Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance and a decline in sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.